Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('surgery took place to remove the foreign-body material') and ovarian cyst ('benign ovary cyst') in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus, menopause and nulliparous. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced adverse event ("physical complaints"). The patient was treated with surgery (xenobiotic material was removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, ovarian cyst and adverse event outcome was unknown. The reporter considered adverse event, medical device removal and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2012: results: coils were in their right place. X-ray - in (B)(6) 2012: results: coils were in their right place. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 3-may-2021: new information received: essure date explanted added and event medical device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('surgery took place to remove the foreign-body material') and ovarian cyst ('benign ovary cyst') in a 40-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes mellitus, menopause and nulliparous. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 11 months after insertion of essure. On an unknown date, the patient experienced adverse event ("physical complaints"). The patient was treated with surgery (xenobiotic material was removed on (B)(6) 2016). Essure was removed on (B)(6) -2016. At the time of the report, the medical device removal, ovarian cyst and adverse event outcome was unknown. The reporter considered adverse event, medical device removal and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2012: results: coils were in their right place. X-ray - in (B)(6) 2012: results: coils were in their right place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.